Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics. On an unreported date, dianeal therapies were discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was not recovered from this peritonitis event. No additional information is available as the reported declined to provide further information.